Manufacturer narrative:
Additional information was received on the event on 9/24/2019. The patient is a 67 year old male patient. During the ablation phase, a cardiac tamponade was confirmed due to venous blood flow out from the right ventricle outflow tract (rvot). The intervention provided was pericardiocentesis (pericardial drainage).the physician indicated that no biosense webster, inc. Malfunction was noted. No error messages were indicated on the biosense webster, inc. Equipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed.  If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. A manufacturing record evaluation was performed for the finished device 30209183m number, and no internal action related to the complaint was found during the review. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a thermocool smart touch sf bi-directional navigation catheter and suffered cardiac tamponade. During the procedure, cardiac tamponade was confirmed due to venous blood flow out from the right ventricle outflow tract (rvot). There¿s no indication that a medical/surgical intervention was provided. It is unknown if extended hospitalization was required as a result of the adverse event. Patient¿s condition improved. No biosense webster, inc. Product malfunctions were reported. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.